Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms.the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the cloudy effluent was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this event was unknown. No additional information is available. This is report 2 of 3 involved in this event.